Event description:
A caller reported encountering cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to perform a complete pump reset, which resolved the error, allowing the caller to successfully start a new sensor session. The caller was advised to monitor for recurring errors and contact support if necessary and would load the cartridge and resume insulin deliveries independently.